Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to an operational error but due to the lack of detailed information on user operations, the exact cause was unable to be pinpointed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the picture-in-picture (pip) function was accidentally activated on the monitor and a black box appeared on the bottom of the screen. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to turn off pip on the monitor and the issue was resolved. The device will not be returned due to issue being resolved over the phone. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.